Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (RA) lead exhibited loss of capture and examination later confirmed that it had dislodged. The RA lead was explanted and replaced. No patient issues were reported, and the patient remained in a stable condition throughout the procedure.